Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was over 500 mg/dl with small traces of ketones. Customer administered manual injection to address elevated bg level. Tandem technical support (cts) advised customer to load a new cartridge and customer acknowledged. Customer indicated that cts would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue.